Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump insulin pump making loud noise when rewinding the insulin pump and screen was scratched. Customer stated that customer has to tilt insulin pump to see behind scratches and bolus takes longer to deliver insulin. Customer's current blood glucose was not given. Insulin pump will be return for analysis.